Event description:
Device used per routine to divide broad ligament, hemorrhage requiring laparotomy, diffuse oozing requiring over-sewing of broad ligament and 5 units of blood. Diagnosis or reason for use: vaginal hysterectomy.